Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00211 with the FDA on 07-jul-2023. Additional information (13-jul-2023): siemens further evaluated the event and concluded that the contamination of the system, degasser, and the water filter and the valve malfunction potentially contributed to the event. The investigation findings code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2023-00212 and the associated supplemental report was filed for erroneous results obtained on an alternate day on the same instrument.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed a total service call and a background check, decontaminated the acid, base, water and wash1 lines with cleaning solution, and verified the alignment of the reagent probes, the auxiliary probe, and the sample probe. Then, the cse performed alignment checks for the aspiration needles. Additionally, as part of preventative maintenance, the cse replaced the luminometer, two valves, the degasser, and a water filter. The cse also decontaminated the instrument. Next, the cse successfully verified that the acid and base dilutor was dispensing correctly. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed thyroid-stimulating hormone (tsh3-ultra (tsh3-ul)) results were obtained on 19 patient samples on an advia centaur xpt instrument. The erroneous results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument and the samples recovered higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous tsh3-ul results.